Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 400 mg/dl. Customer's other blood glucose value was 226 mg/dl. Customer also reported that the insulin pump had low battery alert and replace battery alert or failed battery test alarm. Customer declined to troubleshoot for the high blood glucose. The device will not be returned for analysis.